Event description:
The customer reported that the ventilator did not alarm when the patient circuit is disconnected and will not go on standby mode. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4).